Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was evaluated in the emergency room for complaint of palpitations, chest discomfort, and shortness of breath. The patient experienced ventricular tachycardia (vt) and was administered medication. It was alleged that the cardiac re synchronization therapy defibrillator (crt-d) failed to detect and deliver therapy. Reprogramming was performed. Anti-tachycardia pacing therapy and shock delivered after the reprogramming successfully terminated the vt. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.